Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there were vertical lines on display screen and the time was showing as all eights'. Customer also reported that the act and esc button were not responding and display screen would go blank when pressed. Customer does not know how damage occurred. Customer's blood glucose was 166 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional test including self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was set to proper time and date. No lines across the screen, no time anomaly or unexpected blank display noted during our testing. The insulin pump functioned properly. All of the buttons are functioning properly during our testing. No keypad anomaly noted during our visual inspection. The lcd connector was inspected and no anomaly was noted however, found the lcd board was corroded lcd during our visual inspection. The insulin pump had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.